Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with loss of right ventricular (rv) capture. No changes were reported. There were no patient consequences.